Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was high with values up to 180 ohms during scheduled generator change out procedure. The physician elected to explant this electrode and found that it was covered in calcification. The procedure was successfully completed with a new electrode. No additional adverse patient effects were reported.